Manufacturer narrative:
Continued d.4 lot number: 22g31c. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for report: "the implant did not progress. It seemed the lining was not activated"

Event description:
Company representative reported "the implant did not progress. It seemed the lining was not activated". Device was not implanted with this keller funnel.